Event description:
A customer contacted beckman coulter inc. (Bec) regarding a higher than expected, erratic bhcg result above the normal reference range generated by the unicel dxl 800 access immunoassay system for one patient that was questioned by the clinician. Subsequent testing on a different sample produced lower results within the normal reference range. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Sample was collected in a lithium heparin plasma tube and centrifuged for 8 minutes at 3000rpm in a swinging bucket centrifuge. Qc was performing within the customer's established ranges. A field service engineer (fse) went on-site (B)(4) 2011 and performed a routine system check and a high sensitivity system check and the high sensitivity system check failed the foam portion. Fse performed a preventive maintenance (pm) on the instrument after which a high sensitivity system check performed passed within the specifications of the assay. A 20 replicate precision test also passed within specifications. A clear root cause for the event could not be determined. The following mdrs have been submitted documenting results generated on different days at this customer's laboratory: 2122870-2011-05434, 2122870-2011-05436.